Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that two cassettes exploded inside the cycler. The patient discarded both cassette products. The patient had no allergic reaction or side effect. No medical intervention, adverse event or hospitalization occurred as a result of this event. The patient has been on peritoneal dialysis for three years. The patient was able to complete treatment.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that two cassettes exploded inside the cycler. The patient discarded both cassette products. The patient had no allergic reaction or side effect. No medical intervention, adverse event or hospitalization occurred as a result of this event. The patient has been on peritoneal dialysis for three years. The patient was able to complete treatment.